Manufacturer narrative:
During a synapse procedure, some of the screws scattered throughout the module, came out with what appeared to be a "white fluffy residue" around the threads, particularly on the underside of the head. The returned screws were 3.5mm ti toploading cancellous screws (04.614.016) (lot# 7599727, (B)(4)). Although the white residue was noticed during surgery, since the parts were subsequently decontaminated the residue has been removed. One of the returned screws was manufactured on 12feb14 ((B)(4)) and the other was manufactured on 13mar14 ((B)(4)). Both screws were manufactured using (B)(4), which was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Design history reviews completed for the returned screws indicate that there were no issues during the manufacture that would contribute to this complaint condition. Considering the available information, it is not possible to determine a true root cause for the complaint condition. Both the variocase for the synapse set as well as the instruments and implants stored and sterilized in the case are not made of any materials of the same consistency or appearance as the unknown residue noticed in the complaint condition. The subject graphic case and all of its contents are designed to be capable of withstanding multiple sterilizations completed using approved sterilization methods. Based on the available information there is no indication that the manufacturing of the returned parts contributed to the complaint condition. It is most likely that a foreign substance was introduced to the returned parts post-manufacturing either while in use or during a sterilization cycle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, synapse was used on a patient. Some of the screws (random lengths/ diameters) scattered throughout the module, came out with what appeared to be a "white fluffy residue" around the threads, particularly on the underside of the head. The first few screws that were used were okay. But subsequent screws were contaminated. They finished the case using the affected set. As of yet, no harm has come to the patient. No delay was caused during surgery. It was reported that the fine fibers discovered on the screw shafts were also found on the screw caddy of the set. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint conditiondevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.